Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, not able to duplicate issue. Tested on cmt. Amps and rpm's in range. Wiggled wires during bench test with no failure. Unable to test under load. Complaint of "chair is pulling hard to the right" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, not able to duplicate issue. Tested on cmt. Amps and rpm's in range. Wiggled wires during bench test with no failure. Unable to test under load. Chair is pulling hard to the right.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair is pulling hard to the right.